Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros anti-hcv (ahcv) results were obtained from a single patient sample when tested using vitros immunodiagnostic products anti-hcv reagent lot 4530 on a vitros eci immunodiagnostic system. The results were considered discordant when compared to a (B)(6) result obtained from a non-vitros polymerase chain reaction (pcr) rna assay. The investigation concludes the most likely assignable cause of the event was a limitation of the vitros ahcv assay where a very recent hcv infection would not be detected, as the vitros anti-hcv assay can only detect the presence of igg antibody to hcv in a sample. A non-vitros cmia anti-hcv method also generated a (B)(6) result. It is unknown if the non-vitros cmia antibody method detects both hcv igm and igg antibodies, however, this would also indicate an early infection where antibody concentration may not be detectable. The same sample was tested with a non-vitros pcr test and hcv rna was qualitatively detected. However, a quantitation of hcv rna level was not generated to determine if the infection was recent. Based on historical quality control results, a vitros anti-hcv reagent lot 4530 performance issue is not a likely contributor to the event. Precision testing of the vitros eci immunodiagnostic system was not performed. Therefore, it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. Additionally, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Sample handling and storage, along with a possible sample mix up, also cannot be completely ruled out.

Event description:
A customer reported discordant anti-hcv (B)(6) results for a single patient sample using vitros immunodiagnostic products anti-hcv reagent on a vitros eci immunodiagnostic system. The results were considered discordant when compared to a (B)(6) hcv rna polymerase chain reaction (pcr) qualitative result obtained on a non-vitros system. Patient sample results of (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant (B)(6) vitros anti-hcv results were not reported from the laboratory and ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).